Manufacturer narrative:
Additional information: breakdown of 1 event is as follows: cartridge damaged, lens damaged serial number of the suspect product: unknown 1 one investigation was completed, and 0 investigations are pending from this period. Breakdown of 1 completed investigation: unknown lot, no product returned device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified. Manufacturing record review; a review of the records could not be performed as the product lot/serial number was not provided. Conclusion: based on the investigation, no product deficiency could be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. The events were related to lens damage. There were no patient injuries reported associated to the events

Manufacturer narrative:
Correction: the initial MDR# reported, section b5 as 1 event. But should have been 4 events. Correction. Section b5, describe event or problem. This report summarizes <noe> 4 </noe> malfunction events. The breakdown of events should have included the following: cosmetic issues, device partially delivered, stuck in cartridge 1 inserter problem, lens damaged 2. Section d4: serial number of the suspect product: said unknown 1, but should have been unknown 4. Investigations pending said 0, but should have been 3. Additional information: subsequently, one investigation was completed for this 4th quarter. Device evaluation: product testing could not be performed, as the product was not returned. The reported event could not be verified. Manufacturing record review: a review of the records could not be performed, as the product lot/serial number was not provided. Conclusion: based on the investigation, there is no indication of a product malfunction.